Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic an episode of lead noise that inhibited pacing was observed. The lead was capped and replaced successfully on (B)(6) 2019. The patient tolerated the procedure well and was discharged the same day.